Manufacturer narrative:
Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Supplemental is submitted to address only one event of the article: patient undergoes a revision procedure.

Event description:
Information was received based on review of a journal article titled, "a new method of trochanteric fixation after osteotomy in revision total hip arthroplasty with a calcar replacement femoral component" which aimed to determine that the bolt-and-place device has a better rate of union compared with the wiring method, using the mallory head, manufactured at biomet. This study consisted of 111 sequential revisions from 1989 to 1995 in the study group using the bolt and plate devices. Three patients died due to unknown and 10 others were lost to follow-up before 6 months. Failed short-stemmed implants were the most common revision. Follow-up was 6 months to 9.5 years. The average age was 63 years old. Control group was composed of 18 consecutive revisions from 1987 to 1989 of similar short-stemmed hips, with a trochanteric slide osteotomy, fixed with horizontal wires. 102 of 111 hips with definite union and 2 hips with probably union. There were 7 nonunions, all with migration, or a 94% union rate. Twenty-nine bolt hips had 1 to 2 supplemental horizontal wires to augment the fixation. 2 hips had a nonunion. The control group had 13 of 18 hips with union. There were 5 hips with nonion, or a 72% union rate. All 5 hips had migration of at least 1 cm. Fracture of the greater trochanter through the bolt hole was seen in 5 of the 111 hips, all occurring after procedure with minimal displacement. Two of the 5 fractures occurred despite supplemental wires. The bolt-and-plate device was intact at follow-up in 94 of the 111 (85%) study hips. Thirteen of the 111 bolts appeared loose around the device or appearance of backing out of the device from the prosthesis. Two broken bolts occurred, 1 with a united trochanter and 1 with a nonunited trochanter. Two bolts disassembled, one requiring removal because of pain and one left in situ that is asymptomatic. For the control wire group, all 5 nonunions showed wire breakage. 8 of the 111 bolt-and-plate devices were removed at subsequent surgery. 5 were removed incidentally at revision surgery, 4 cup revisions and 1 prosthesis infection. 3 failed bolts were removed, 1 at cup revision, with a trochanteric nonunion; 1 removal of a broken bolt portion (removing only the broken piece, leaving part of the device in situ in the implant), with a united trochanter; and 1 for a disassembled bolt plate, which was symptomatic. One hip in the wire series had a trochanteric nonunion and underwent removal of wires at the time of acetabular revision. In conclusion, the bolt-and-plate device, used in conjunction with the calcar replacement femoral component, has proved to be a reliable and effective device to fix the osteotomy and has a 94% union rate for the technique described. Horizontal wires cannot be recommended for trochanteric fixation with this femoral component.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by emerson r et al in the journal of arthroplasty vol. 16 no. 8 suppl. 1 2001. Manufacture date ¿ unknown. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.